Event description:
It was reported the colonovideoscope displayed communication error 216 and error 226. The issue occurred during installation. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields:d8, d9, h2, h3, h4, h6, and h11 this supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection in addition, the following reportable malfunctions were identified during the device evaluation: error b30 and no image displayed. Based on the results of the investigation, it is likely the following led to the malfunction: trace to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.